Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would display a generator error. The system had to be rebooted and the procedure was completed. No pt injury was reported.